Manufacturer narrative:
It was reported that in the middle of an unknown orthopedic procedure, the tip of the yankauer suction broke off into the surgical site requiring retrieval by the surgeon through an unreported method. All pieces of the broken yankauer suction were reportedly successfully retrieved from the surgical site. No information was provided on the events that took place leading up to the break. General anesthesia was used; however, there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. No impact to the patient, the procedure, or the total length of the procedure was reported. There was no serious injury or follow-up care reported related to this event. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample was not available to be returned for evaluation. A root cause cannot be determined at this time. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that in the middle of an unknown orthopedic procedure, the yankauer tip broke off into surgical site.